Event description:
It was reported to boston scientific corporation that a contour vl¿ ureteral stent was used during a ¿kidney obstruction¿ procedure performed on (B)(6) 2014. According to the complainant a contour vl ureteral stent was placed in the ureter for a reconstruction procedure. There were no regular checkups conducted for the implanted stent prior to the scheduled removal date on (B)(6) 2014. On (B)(6) 2014, during cystoscopy examination inside the bladder, encrustation was found all over the stent. It was reported that the stent remained able to drain. The patient underwent two hours of extracorporeal shock wave lithotripsy, in order to break down the encrustation. The stent was completely removed on (B)(6) 2014. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of stent calcified. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.